Event description:
It was reported that during a treatment procedure blood loss occurred. The 75% stenosed lesion being treated was located in the moderately tortuous and moderately calcified mid right coronary artery. An advantage 26 inflation device was being used. The user was unable to securely tighten the y-adapter causing an unspecified amount of blood loss. The procedure was completed with a different device. There were no further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: product analysis of the device could not be performed as the unit was disposed of at the hospital. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference as the product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).